Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. Current repair: product evaluation: product review of the electric dermatome (B)(6) by zimmer-taiwan on 22 january 2020 revealed the width plate was badly worn. Product repair: repair of the device was performed by zimmer-taiwan on 22 january 2020 which included replacement of the following: motor, handpiece switch, bearings, o-ring, seal, reciprocating arm, external e-ring, plug harness assembly, width plate (4). Additional repair included recalibration the device, serial number (B)(6), was then tested and functioned properly. It was repaired, inspected and tested. Review of the device history records identified no deviations or anomalies during manufacturing. Device is used for treatment. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. The event is confirmed.

Event description:
There is no additional information.

Manufacturer narrative:
This event has been recorded by zimmer biomet under cmp-(B)(4). Once an investigation of the device is completed, a follow-up/final report will be submitted. (B)(6).

Event description:
It has been reported that the dermatome was running but did not cut through the skin. A back up dermatome was used. The graft was impacted but it was able to be used. There was no harm or delay involved. No adverse events were reported as a result of this malfunction.